Event description:
Event description guidant received information that the patient with this lead developed a pneumothorax during the implant procedure. The subclavian was difficult to find requiring several punctures. The coronary sinus lead was not implanted due to the patient condition.